Event description:
Pt hospitalized for chest pain and high blood surgar. Pt experiencing cold/bronchitis symptoms along with elevated blood glucose. Began vomiting and experiencing chest pain. Callled paramedics for transport to hospital. Rec'd IV insulin in hospital. Pt's heart stopped twice in hosp. Diagnosed with heart problems and bronchitis. Pt stablized and released from hospital on insulin injection therapy. Will undergo follow-up cardiology testing in march.